Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and there was some tissue build up. Further inspection was inspected found the ptfe pad (teflon pad) was entirely missing from the jaw exposing metal. The distal end of the device was inspected under a microscope and found charred marks and white residue on the probe unit. The device passed probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic therapeutic gynecologic procedure, the protective white tip (teflon pad) from the grasping section of the device came out after about 3 minutes of use. A "defective tip" error message was observed. It was unknown if any device fragment fell into the patient. It was also unknown if there was metal exposed. The intended procedure was completed with a similar device. Additionally it is unknown if the device was inspected prior to use.